Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the event of peritonitis and peritoneal dialysis (pd) therapy on the liberty select cycler with the liberty cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a machine malfunction or fluid leak. Based on available information the cause of the peritonitis cannot be determined. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient called into technical support requesting the phone number for their peritoneal dialysis nurse (pdrn) in relation to an emergency. The patient did not report the reason for requesting the number, however the technical support representative provided the patient with the number for the clinic. Upon follow up, the pdrn stated that the patient was hospitalized for peritonitis. The pdrn stated that the patient was still hospitalized at the time of the follow up. A peritoneal effluent culture was taken yielding a rare staphylococcus haemolyticus (3+ white blood cells and 1+ gram positive cocci). The pdrn reported that the patient was recovering from the peritonitis event and that the cause of the patient¿s peritonitis was unknown. Subsequent follow up attempts were made, however additional information was not provided.